Manufacturer narrative:
(B)(4). G2: foreign - event occurred in taiwan. Complaint can be confirmed through the returned product analysis. Functional testing of the returned product found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the battery pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing and/or design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during initial surgery the handgun appeared to not function while pushing the trigger. There was no patient harm/injury or surgical delay reported. The surgical technique for the product was utilized. Due diligence is complete; no further information is available. During device evaluation, it was discovered that the device leaked electrolyte.